Manufacturer narrative:
Pr#: (B)(4).

Event description:
While the device was being evaluated at the philips repair bench for a different issue, the bench technician observed that the device failed op/shift check for shock, pace, and pads/paddles ECG. There was no pt involvement.